Manufacturer narrative:
The field service engineer performed a full decontamination of the fluidics, replaced probes, readjusted the probes and cell rinse functionalities, and verified module was running within specifications. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable low ca2 calcium gen.2 results for 2 patient samples with a cobas 8000 c (701) module. Sample ID unknown. The initial result was 62 mg/l. The repeated result was 95 mg/l. Sample ID (B)(6). On (B)(6) 2021, the initial result was 35.5 mg/l. The repeated result was 74.7 mg/l. The second repeated result was 78 mg/l. The repeat results were believed to be correct. It is unknown if the questionable results were reported outside of the laboratory. The reagent lot number was 54818901 with an expiration date of 31-jul-2022.